Event description:
It was reported that a wire/needle/cannula damaged or missing issue occurred. The wearable was inserted into the arm on (B)(6)2025. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information d9 device returned to MFR - additional information d9 date device returned - additional information h2 type of follow up - additional information (deprecated)h3 device not returned tomfg (deprecated)h3 reason for non-evaluation h6 type of investigation - additional information h6 investigation findings - additional information h6 investigation conclusion - additional information.

Event description:
It was reported that a wire/needle/cannula damaged or missing issue occurred. The wearable was inserted into the arm on (B)(6) 2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). MFR no 3004753838-2025-058726 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 3/26/2025 and it was determined this complaint is not reportable per (B)(4).